Manufacturer narrative:
The investigation into the reported automated impella controller (aic) - controller error (yellow alarm) has been completed. The product was returned for investigation. During data analysis, the logs confirmed that a placemental singal not reliable alarm had occurred, followed by a controller error alarm. Following the set of errors, the optical bench was intentionally reset, which resolved the placement signal issue. Real time logs confirmed that immediately prior to the controller error alarm, the optical bench reported an oscillating contrast value far outside the normal range of contrast. During device analysis, the console was investigated and the issue was notable to be reproduced in the lab when running a known-good pump and purge system. The cause of the aic issue was a defective optical bench.

Event description:
The complainant reported a 34-year-old male patient in an acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During impella support, there were placement signal not reliable alarms. The automated impella controller (aic) audio was disabled and the patient's support continued. On september 6, 2024, the investigation was completed and it was found via logs that a controller error alarm (yellow) was noted on the aic. The patient survived the explant.